Event description:
Customer had two needle break off incidents. After the second incident, customer went to ER as advised by her md and had x-ray and CT scan. Needle was not found in imaging.

Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted. Complaint history check yielded no other complaints for similar condition for the lot reported. Device history review was conducted and no anomalies noted. Quality will continue to monitor on monthly trend reports.